Event description:
The customer was hospitalized with low bgs. Customer stated that they woke up with a bg of 29 the day of the incident. Troubleshooting revealed the deivce was working properly and adviced to contact physician regarding other possible cause. However, the customer stated they did not feel comfortable using this device since this was their fifth low bg this month. Replacement sent.